Manufacturer narrative:
Qn#(B)(4). Received the expiratory limb of one (1) 880-15kit, neonate dual heated dual drain breathing circuit, for investigation. Upon receipt a visual inspection was performed. No damage noted due to abuse/misuse. No signs of melted or burned heated wires. Heated wires were properly laid out throughout the length of the inspiratory limb (no bunching of heated wires). Heated wires showed no signs of the inspiratory circuit being "milked." Visually, there were no signs of damaged wires, damaged connector, or damaged tubing. Due to the nature of the complaint the expiratory limb of the circuit was prepared for full bench functional testing. The circuit was connected to a 425-00 concha neptune heater, serial # (B)(4), remanufacturing # 0715 rev18. The neptune incorporated a concha smart 382-10 universal column, air supply for the breathing circuit setup was regulated at <5 lpm with a supplied release valve, and water was supplied with a 1650 ml sterile water bottle, pc 381-50. The neptune operation parameters were set as follows: patient air was set at 36 c, operation mode was set to invasive, the heated wire gradient was set to just short of median on the scale. The neptune was turned on and cycled through self-startup testing without interruption. The distal end of the inspiratory limb was suspended higher than the neptune in order to achieve assigned temperature given the flow rate was so low. The set temperature of 36 c was reached and maintained without interruption. No discrepancies were noted with the heated wires during functional testing. To ensure the expiratory limb was not experiencing any manufacturing related defects, prior to functional testing the heated wires were tested. The actual measured resistance was 36.4. The resistance value ins was well within the specified range. The IFU sates, "ensure that all connections are secure, all unused ports are capped, and water traps are sealed properly." "Install and test the circuit in accordance with the ventilators manufacturer's instructions prior to use." "Always maintain adequate flow rates through the circuit to prevent overheating." The complaint cannot be confirmed. The customer was contacted for more details on the event and the following is what was reported. The 880-15kit circuit was connected to a servo-I ventilator. Once primary ventilator parameters were set for infant use the servo-I determined the flow rate. As a hospital protocol for nicu, the rt department sets the neptune to 36 at the patient, heated wire gradient is usually set just short of median on the scale. The expiratory limb was connected with male heated blue connector to the female blue connector on the neptune. With all operating parameters set according to the customer hospital parameters, the inspiratory limb reached 36 without interruption. Heated wire resistance was measured against manufacturing standards and was found to be well within spec. The complaint cannot be confirmed.

Event description:
Customer reported "the heated wires are failing in a short period time." There was no patient injury or harm reported.